Event description:
Device malfunction: stent migration. Time of malfunction: one day post procedure. Symptoms/ae: none. It was reported that during a stenting procedure of the mid, mildly calcified left iliac artery, the omnilink stent was deployed and inflated to 14 atm. One day post stenting procedure the omnilink stent migrated from the target lesion and an agiltrac balloon catheter was used to inflate and expand the stent in the vessel. An absolute stent was used to cover the target lesion without incident. There was no reported pt sequelae. No additional info provided.

Manufacturer narrative:
The stent remains in the pt. The lot number was provided. A review of the finished device lot history record (lhr) did not reveal any non-conforming material reports (nmrs) that could have contributed to this incident. All omnilink stent are 100% inspected visually for damage and inside and outside diameter. The stents are inspected 100% dimensionally prior to crimping the stent to the folded balloon; after crimped stent to the balloon inspected 100% for stent securement samples from each lot are destructive tested and stent securement tested. All test data for this lot showed no quality issues and the data from the stent securement testing exceeded the product specification.